Event description:
Caller reported a malfunction on pump, but there were no notable events that occurred prior to the issue. The caller did not confirm whether the malfunction impacted their blood glucose level, leaving it unknown. Technical support decided to replace the pump and instructed the caller on procedures for using and returning the problematic pump. The caller was advised to use multiple daily injections as a backup therapy until the new pump with updated software arrived, and acknowledged all instructions given by technical support.